Event description:
The following has been reported: biomed reported: 'red service needed error. Patient harm: no. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (air compressor). The device was attached to a charging bracket and powered on, a red pump alarm was observed. Log files were reviewed and an air compressor failure was found at the time of the alarm. The pneumatic assembly was run through functional testing. Testing failed during the recharge test, indicating an air compressor failure. The tank body was inspected for damage, no problems were found. The manifold block assembly was run through testing and passed. The air compressor will be replaced during repair.